Event description:
It was reported that the patient had an implantable neurostimulator (ins) that was supposed to last 3 to 5 years but it was replaced in 18 months. It was later reported the patient had pain in the back of their neck and chest discomfort on their left which may be secondary to the stimulator. It was noted the patient had impaired sensation in their fingertips. It was stated patient¿s ins was replaced because it failed clinically and they were given pain control,hydration and nutrition and made a rapid recovery and was stable the following day. It was stated once the battery was exchanged it was tested and found to be working fine.

Manufacturer narrative:
Concomitant products: product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 3986a, lot# lb9304, implanted: (B)(6) 2004, product type lead; product ID 3986a, lot# lb9304, implanted: (B)(6) 2004, product type lead; product ID 7439, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient. (B)(4).